Manufacturer narrative:
A clinically used 6f sheath was returned for analysis together with the pusher and the filter storage tube. The filter was found to be located in the cannula at approx 10 cm to the distal end. Two barbs were protruding from the cannula. A DHR review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. After the filter was pushed backwards through the sheath cannula, it could be pushed forwards out of the sheath without problems. Microscopic examination performed on the filter revealed no anomalies that might have caused the cannula wall to be punctured by the barbs. Although, the exact cause of the barbs puncturing the cannula wall could not conclusively be determined, it appears that it was caused during advancing of the filter forwards through the sheath, while the cannula was in a severely bent condition. With the info available, it is not possible to determine the relationship between the device and the event. However, in this case, lesion/vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
While attempting to advance the filter through the delivery sheath, it was reported that the filter became stuck and could not be advanced. It was removed and a new product inserted without difficulty. There was no reported pt injury. Upon analysis of the returned product, it was noted that two of the filter barbs had punctured the cannula wall of the 6f sheath. Based on this finding, the file is now being reported.